Manufacturer narrative:
The consumer was advised to seek follow-up care with their healthcare provider to determine the next steps. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported receiving a false negative result with the binaxnow covid-19 ag self test assay performed on (B)(6) 2021. Repeat testing was not performed. Pcr confirmation testing generated a positive result. Per the consumer, she was not "feeling okay" and was self isolating. No additional information is available at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Corrected data: d4: lot number 15164 was found to be invalid and attempts to obtain correct/valid lot number from the consumer when unanswered. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.